Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) his bundle lead exhibited high thresholds and when trying to reposition lead it would not unscrew from initial position after several attempts using several turns and gentle traction. The lead was capped and replaced. No patient complications have been reported as a result of this event.